Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter issue with a fluid transfer tube set. There was a small sliver of cardboard inside the sterile pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted brown foreign matter in the pouch embedded in the sealed corner area of the packaging. Microscopic inspection was performed and determined the particle to be fiber board material. The reported condition was verified. The likely cause of this issue is a manufacturing error. Should additional relevant information become available, a supplemental report will be submitted.